Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had missing parts and the housing was broken. The epg failed incoming functional test ¿menu dial¿ -upper case was broken, encoder was pushed inside of device. It was noted that the hanger assembly, one knob, one plug, one case screw, and hanger screw were missing. It was also noted that the output connector assembly was broken and the keypad was scratched. It was further noted that the encoder assembly, one knob and the main seal were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had missing parts and the housing was broken. The epg was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.